Event description:
A report was received that the patient had an open wound. The patient underwent ipg replacement. No device malfunction was suspected. The open wound was not device related. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility.